Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a non-penumbra microcatheter (renegade). During the procedure, while advancing a ruby coil through the microcatheter, it became stuck; therefore, the ruby coil was retracted for removal. While retracting, the physician experienced resistance and heard a ¿pop¿. Subsequently, the ruby coil broke and the filament wire started to unwind within the microcatheter. Therefore, the microcatheter was removed containing the ruby coil. The procedure was completed using new ruby coils and a lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.